Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2012 and a cardiovascular event on (B)(6) 2006 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products; associated mdrs # 1225714-2014-15362; 05363; 05364; 05365; 2937457-2014-01347; and 01348.